Manufacturer narrative:
(B)(4). Medical products: vanguard ps open intl femoral right 60, catalog # 183104, lot # unknown. Biomet series a 3 peg std 28x8, catalog # 184762, lot # unknown. Biomet cc cruciate tray 67mm, catalog # 141232, lot # unknown. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the clinical study that the patient was revised due to instability and dislocation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There is no new information that would change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient was enrolled in a clinical study and underwent a right knee revision procedure approximately ten months post-implantation due to patellar dislocation and instability. It was further reported that the patient experienced a fall. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following were updated: reporter name and address; first and last name, email address, date received by manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.